Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured, and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because the device remains implanted. A clinical evaluation of the adverse event/incident was completed from the . An examination of medical records and, or the medical imaging received by endologix shows the displaced alto main body 8mm below the lowest (right) renal artery and type ia endoleak is confirmed. The most likely causation for the type ia endoleak is off-label use due to the neck anatomy. The neck conicity was 30.4% and should be <10%. Additionally, the aorta was heavily calcified and tortuous with a reverse tapered neck. No procedure-related harms for this adverse event/incident were identified. The final patient status was reported as being monitored. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. G3: awareness date ¿ updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted.

Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) with the alto stent graft system. Reportedly, the aorta was heavily calcified and tortuous with a reverse tapered neck. After deployment, the alto main body appeared to have moved down approximately 1cm when pulling the .014-300cm wire out of the crossover lumen after snaring. A small intraoperative type ia endoleak was identified at the end of the procedure. The physician elected to not treat the type ia endoleak as it should resolve on its own once the patient is off of heparin. The patient was reported to be doing well and will have a follow-up computerized tomography angiogram in four to six weeks.